Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported the customer's blood glucose went up to 539 mg/dl on the morning of this report, after having been up to 500 mg/dl the night before. Troubleshooting was performed. Customer stated the drive support cap appeared normal. Customer's spouse declined to perform several troubleshooting steps and was unable to complete high pressure test at time of the call. It was advised a tubing clamp to complete high pressure test would be sent.